Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot h12e18056 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The reported problems were not confirmed and no cause could be determined. No device malfunction or use error was identified.

Event description:
This is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis, pancreatitis, and death in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4, 1.5%, low calcium, ambuflex, dianeal pd4, 2.5%, low calcium, ambuflex, dianeal pd4 1.5%, low calcium, ultrabag and dianeal pd4, 2.5%, low calcium, ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Initially, during a call with baxter customer services, the following was reported by the patient's daughter. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. On (B)(6) 2012, the patient was discharged from the hospital and was reported to be recovering from the peritonitis event. The daughter reported, the peritonitis was thought to be caused due to the intake of iron supplements (details not provided). On (B)(6) 2012, additional information was received from the patient's daughter as follows. The patient died due to an unknown cause. The daughter was unsure of the cause of death stating she had not yet seen the death certificate. It was not reported whether an autopsy was performed. On (B)(4) 2012, additional information was received from the nurse (rn) as follows. On (B)(6) 2012 the patient was admitted into the hospital for pancreatitis and peritonitis. Treatment for the pancreatitis and peritonitis was not known. Per the rn, it was unknown if the patient had a past medical history of gallbladder issues, high triglycerides or alcohol abuse. The rn clarified the cause of peritonitis "from taking her iron supplements" meant that the patient had taken iron supplements that made the patient constipated, which was a possible cause of the peritonitis. The rn confirmed, on (B)(6) 2012, the patient was discharged to home and on (B)(6) 2012, the patient died while on hospice. The rn stated she thought the cause of death was probably due to the pancreatitis and peritonitis but could not confirm. The rn confirmed dianeal was on-going until the time of death. The rn reported, the pancreatitis, peritonitis, and death were not related to dianeal solutions, a baxter device, or disposable. The rn was unable to provide any additional information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.